Event description:
It was reported that loss of left ventricular capture was observed on the implantable cardioverter defibrillator (ICD).

Event description:
New information received notes the loss of ventricular capture was observed in clinic. Programming changes were made. The patient was stable before, during and after programming changes.